Event description:
A talent/aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was in for a routine follow up and a type iii endoleak, fabric was noted. The aaa has expanded from 4.2cm to 4.6cm. Also, noted was an expansion of an iliac aneurysm from 1.9cm to 2.2 cm. The patient had no symptoms. Another manufacturer¿s stent graft was implanted to treat the endoleak. The patient was treated by another physician on an unknown date. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).